Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient's pump battery reached end of service (eos) on (B)(6) 2021 and the patient did not realize they were going through withdrawals initially. The patient stated hearing 2 pump alarms. The patient was still at "1.2 left" in their pump when their pump was checked. The pump was filled back up and that was when they realized it was at eos. The patient indicated that they could not talk and sounded crazy when they were going through withdrawals but have turned a corner and are feeling better this week. The patient was working with their managing physician to locate a physician who can perform a pump replacement.